Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, atrial lead noise was observed. The patient was stable and presented feeling dizzy. The noise caused some pacing inhibitions, oversensing, and tracking. Programming changes were made. The atrial lead is remains implanted; there are no plans to replace the lead at this time.